Event description:
On (B)(6) 2007, the patient was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed a type ii endoleak with slight aneurysm growth (amount of growth unknown). On (B)(6) 2011, an intervention was performed to treat the persistent type ii endoleak with aneurysm enlargement. The fsa reported that the physician used an outback catheter to coil embolize the endoleak, and an iliac extender component was implanted for distal extension. Final angiography showed the endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please not additional devices implanted and related to this event: pxc141200/ 04746249.